Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Concomitant medical product: p1501dr pacemaker, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on both channels for the right atrial (ra) lead and the right ventricular (rv) lead. Both the leads were capped and abandoned. New leads and a new pacemaker were implanted on the right side. No further patient complications have been reported as a result of this event.